Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. The distal tip was damaged. The hypotube shaft was completely separated 19cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. Since an unspecified intravenous ultrasound (ivus) catheter could not cross the lesion, a 2.00mm x 15mm emerge balloon catheter was used for pre dilatation. Following pre dilatation, the ivus catheter and an unspecified stent were advanced but failed to cross the lesion. Subsequently, the 2.00mm x 15mm emerge balloon catheter was again advanced but failed to cross the proximal part of the lesion. While pushing the device, it was noted that the proximal shaft was detached. The device was removed from the patient and the procedure was completed with a 2.25x15mm emerge balloon catheter. No patient complications were reported and the patient's status was good.